Manufacturer narrative:
Relevant device(s) are: product ID: v amf3636c200tu, serial/lot #: (B)(4), ubd: 15-apr-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. A valiant captivia stent graft was implanted approximatley 1 year later. It was confirmed that the most proximal stent graft was the valiant navion vnmf4646c103tu implanted as an extension placed inside the valiant captivia vamf4036c150tu. It was reported approximately 4 years post the index proceure the patent presented emergently to the hospital with unknown symptoms , where a CT was performed and revealed an endoleak  in the proximal descending aorta where 4 endografts were previously placed. The patient was brought to or where a angiogram in or revealed a type iii endoleakcoming from 2 of the most proximal stent grafts , a valiant navion vnmf4646c103tu & a valiant captiva vamf4036c150tu. The physician stated at the time it was either a disjunction and/or stent fracture. The event was treated on the same day with 3 valiant captivia implanted to reline the thoracic aorta. As per the physician, cause of the event cannot be determined.  No additional clinical sequalae were reported and the patient is fine corelab review of images from (B)(6) 2021 for the navion device saw no aortic enlargement, endoleak, stent ring enlargement or stent ring migration. Fracture was non-evaluable. Core lab review of CT imaging from (B)(6) 2022 for the navion stent graft identified no endoleak, no stent ring enlargement or no aortic enlargement. The imaging was noted as ne for stent fracture and ne for stent ring migration due to overlaps. A type ib endoleak on a non-navion device at distal end of treated area and endoleak of unknown type on non-navion device in proximal descending thoracic aorta were observed. It was confirmed it is difficult to determine the location and number of additional devices present. 3 additional devices were noted, but there are likely more.